Event description:
The physician reports that the crystalens trailing haptic tore during insertion using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00077

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual examination. Only the optic portion of the iol was returned, both haptics were torn at the hinges. The condition of the lens is consistent with lens damage associated with lens injector use. (B) (4).